Event description:
During routine testing of the device at the service center, the service technician reported on valve #1 the expected black connector was missing. Instead unit had the wires connected to the valve with spade connectors. The service technician reported that although the valve functioned properly, it did not meet specifications. The service tech replaced the valve and cable assembly as part of the repair. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.